Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in estimated flow and power consumption of approximately 0.6w starting on (B)(6) 2017 leading current parameters to be outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on review of historical data of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented with a slight increase in estimated flows and power consumption. The site reported that the patient's lactate dehydrogenase (ldh) levels had been increasing but that the urinalysis (ua) was negative for hemolysis and the plasma-free hemoglobin (pfhgb) was normal. The patient did not exhibit evidence of heart failure. No further information has been provided.